Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v418175, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient went to their doctor¿s office on (B)(6) 2012 because of a return of symptoms. It was stated on (B)(6) 2013 an end of service (eos) message displayed on the programmer. It was noted the patient was told on (B)(6) 2013 that the manufacturer probably would not replace the implantable neurostimulator (ins) as it lasted three years. Reportedly, the patient was told by someone at the clinic that the ins was a defective product. It was stated the patient still had the product implanted.